Event description:
Underdelivery reported. The pump was in homecare use to infuse tpn, 2660ml over 12 hours. The patient reported that at end infusion time there was still a significant amount of solution left in the IV container. The exact amount of underdelivery was not available. The patient did not experience any adverse effects. No additional information was available.